Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise, that was noted on the atrial channel. The pulse generator was replaced. The right atrial lead remained implanted no issue was observed after procedure.